Event description:
It was reported that the insulin pump alarmed motor error and had an unresponsive keypad. The blood glucose reading was 300 mg/dl. The customer stated that the insulin pump had been dropped and that the bottom of the device came off. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to a detached end cap, causing the home switch to misalign with the motor slide pad. The motor passed motor test. The insulin pump was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to the motor error alarm. All the buttons functioned properly and no moisture damage on keypad traces was noted. The keypad connector was fully locked. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window and cracked reservoir tube lip.